Manufacturer narrative:
During an internal review process, heartflow identified a different result than that which was originally provided and informed the ordering physician on (B)(6) 2018. The investigation for heartflow ID case# (B)(4) identified a potential false negative result. The second analysis identifies a different result than that which was originally provided and may be of clinical importance. While heartflow identified a potential false negative result, on (B)(6) 2018, the physician acknowledges the communication on the same day and reports the patient has since had a coronary artery bypass graft (CABG) procedure and is reportedly "fine".

Event description:
Heartflow identified a potential false negative result.